Manufacturer narrative:
An event regarding disassociation involving an accolade stem and metal head was reported. After medical review, rom(impingement) and incorrect selection involving the trident liner were identified. Method & results: -product evaluation and results: visual inspection: the device was inspected by a material analysis engineer who noted the following: the proximal and articulating surfaces of the insert are shown in figures 12 and 13, respectively. Damage was observed on the distal rim of the insert, consistent with contact against the stem. Explantation damage was also observed on the distal surface of the insert. A detailed image of the articulating surface of the insert is shown with scratching being observed. This is a common damage mode of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. -medical records received and evaluation: a review by a clinician of the medical information provided noted the following: principal factor to contribute to the adverse event relates to cup malposition in excessively low inclination with the shell in 29° of inclination where the documented use of a 10° x3 bearing decreases the effective inclination of the entire cup construct to even lower values around 20° of inclination. Target value for optimal inclination is between 40° - 45°. Cup anteversion is on the high side of normal but probably not really pathological. Cup malposition in low inclination causes impingement between stem neck and cup/liner rim with an overload condition developing in the bearing section. The explant photographs do provide some evidence for impingement. Even though there is a lot of explantation damage in the liner as well as damage as a consequence of the disassociated and damaged stem trunnion contacting the bearing rim in exactly the area of impingement. The ¿rough¿ damage with irregular structures is clearly the consequence of trunnion/bearing contact. Around all the borders of these rim lesions there are however also areas with more smooth deformation patterns that are not caused by the trunnion/bearing contact and as such are quite likely the consequence of impingement. Additional to this, an effective cup inclination of 20° presents such an extreme degree of malposition that impingement is impossible to avoid, irrespective of the explant findings. Of further relevance is the fact that the cup shell was retained. This means that cup malposition may continue to contribute to overload effects even though this time a 0° offset liner was used, making the degree of malposition less extreme. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded the following: cup malposition in very low inclination with additional inappropriate use of a 10° cup liner in a cup shell with already low inclination plus further additional heterotopic ossifications in the joint have contributed together to an overload condition in the arthroplasty leading to excessive corrosion in the taper junction with gradual loss of taper lock functionality and ultimately disassociation between femoral head and trunnion requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? - cup malposition in low inclination (29°) - inappropriate use of a 10° cup liner in a cup shell with already low inclination does the review identify any patient related factors that contributed to the event? - heterotopic ossifications in the joint space (brooker grade-3) does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices, consistent with explant materials analysis findings where it was reported that ¿damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock¿. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had an initial primary hip arthroplasty performed. The patient was reportedly raking leaves and heard a pop. The patient was seen by a surgeon at which time the decision was made to perform a revision surgery. It was found during surgery the capsule fluid and surrounding tissue was black with suspected metallosis. The surgeon reportedly proceeded to incise, drain and lavage the surrounding area of affected tissue. He stated that the stem of the femoral neck was broken, and the x3 poly was cracked. He removed the broken neck, x3 poly and femoral head. He proceeded to start the removal of the femoral stem. An accolade stem inserter was screwed into the stem. He utilized osteotomes to try to separate bone from the prosthesis. A double ring extractor in conjunction with the accolade inserter were used to back slap the stem from the femoral canal. At some point during the removal of the stem, the femur was cracked. A restoration modular revision stem, x3 poly, biolox femoral head and three dall miles cables were implanted. Update: material analysis and med review has been carried out on this case. Mar confirmed damage on the stem trunnion and head taper consistent with cyclical contact after loss of taper lock. Corrosion was also confirmed by the mar. Medical review confirmed head stem disassociation, impingement between stem and liner, heterotpic ossifications leading to bone impingement, intra operative femoral fracture, shell malposition and inappropriate use of 10 degree liner.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had an initial primary hip arthroplasty performed. The patient was reportedly raking leaves and heard a pop. The patient was seen by a surgeon at which time the decision was made to perform a revision surgery. It was found during surgery the capsule fluid and surrounding tissue was black with suspected metallosis. The surgeon reportedly proceeded to incise, drain and lavage the surrounding area of affected tissue. He stated that the stem of the femoral neck was broken, and the x3 poly was cracked. He removed the broken neck, x3 poly and femoral head. He proceeded to start the removal of the femoral stem. An accolade stem inserter was screwed into the stem. He utilized osteotomes to try to separate bone from the prosthesis. A double ring extractor in conjunction with the accolade inserter were used to back slap the stem from the femoral canal. At some point during the removal of the stem, the femur was cracked. A restoration modular revision stem, x3 poly, biolox femoral head and three dall miles cables were implanted.